Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was operated on about a year ago and recently underwent a repeat operation due to suspicion of infection. When the knee opened towards the first stage, the knee did not appear to be contaminated at all, but the tibial surface was completely loose and was removed with the finger when there was no connection between the cement and the implant. As for the connection between the cement and the bone it seems that there is an excellent connection. As a result, it is likely that the cause of the patient's pain is not the infection but the weakening of the tibial surface.